Event description:
It was reported that prior to using bd vacutainer® multiple sample luer adapter, the sleeve of one device was stuck in the shield. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. The customer photos show a sleeve caught between the IV and np shields. Additionally, 30 retain samples were subjected to visual analysis for defective product component. All samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode separates prior to use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that prior to using bd vacutainer® multiple sample luer adapter, the sleeve of one device was stuck in the shield. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.